Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon noted the pupil of this eye was dilated slightly. The surgeon was going to treat the dilated pupil with medications. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Add'l info was requested on 08/04/2009, 08/11/2009, 08/18/2009, and 08/21/2009 by phone, fax, and mail. A completed questionaire has not been received. This report was mailed to FDA on: 08/26/2009.